Event description:
It was reported that a pt came in with pain. The surgeon took an x-ray and observed that the tibia plateau is loosening. Furthermore, he stated, that the thread at the stem is broken.

Manufacturer narrative:
This is the same pt and event as report # 2249697-2007-00086.